Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose level was 136 mg/dl. Reportedly, customer continued using pump for insulin therapy.